Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not properly provide the occlusion alert. The display message and vibration is present but the beep is missing. The patient experienced elevated blood glucose levels. The blood glucose result was 26.7 mmol/l. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.